Event description:
Boston scientific received information that this right atrial (ra) lead was possibly dislodged as intermittent sensing was observed. Attempts to obtain additional information were made, but were unsuccessful. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead is still implanted and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.